Event description:
It was reported that the device has a stripped rear rotation knob. There have been no patient consequences reported.

Manufacturer narrative:
H6 - pcb board calibrated, blue/green cable replaced. H3 evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the pcb board calibrated and the blue/green cable to be replaced. The device was functionally tested, met all product requirements and was returned to the customer.